Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that real time electrogram on remote transmission shows possible loss of right ventricular capture or loss of left ventricular loss of capture. Both leads remain in use. No patient complications have been reported as a result of this event.